Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an overfilling issue. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was put through delivery accuracy testing and it was found that the pump was found within specification. The pump also had a buckling upstream occlusion (uso) seal. The manufacturer representative reset the error code 41622, and the error did not return during repair and testing of the pump. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso seal, updated software, and reset the unit to standard configuration. The pump passed all functional tests and performed as intended after repair.